Event description:
(B)(6) reported the following event: it was reported that the titanium portion of the zero-p implant came off (disassembled from) the peek portion during. Surgeon reassembled the two parts or the implant, but they came apart a second time during insertion/impaction. The surgeon decided to open and use another similar implant and successfully completed the surgery with a 5 to 10 minute surgical delay due to the reported event. There was no reported harm to the patient and the patient is doing well. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by the reporter. (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted/explanted. A product investigation was completed: the spacer was returned with the plate disconnected from the peek component. The complaint condition could be replicated since the implant has been designed to allow for the plate and spacer to become detached. This complaint is confirmed. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The returned implant is included in the zero-p anterior cervical system. The technique guide provides instructions for attaching the spacer to the inserter and for inserting the implant into the disc space. Product drawings were reviewed during the evaluation. The plate and spacer interconnection is designed to allow for detachment in order to decouple stresses in the plate from the spacer to prevent breakage. As noted in the complaint description, the surgeon was impacting the implant into the disc space when the plate detached from the spacer. Excessive impaction may have caused the dissociation. The segment may not have been distracted enough to allow smooth entry into the disc space creating the need for the excessive impaction during insertion. Details on the intra-operative conditions are unknown however and so the root cause is indeterminate. There were no issues during the manufacturing of the product that would contribute to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.